Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a extended position and the stylet inserted. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of perforation or helix extension issues. Resistance testing determined the lead was electrically continuous. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. After the lead initial placement, the physician retracted the helix and repositioned the lead but experienced difficulties to re-extend the helix. The rv lead perforated the heart of the patient, causing tamponade. The rv lead was extracted and an alternate lead and pericardial drain were implanted to solve the issue. No additional adverse patient effects were reported.